Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed august 28, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittency with their device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the device as of the date of this report, august 3rd, 2015.

Manufacturer narrative:
This report is filed november 11th, 2015. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.